Event description:
During placement of a lumbar drain catheter, the catheter broke inside the patient lower back. The attending surgeon verified and confirmed that the catheter was retained. About 4 inches of the catheter was retained.